Event description:
Since being implanted with silicone breast implants, I have had severe and life changing symptoms. These include: hot flashes, night sweats, constant ear ringing, ear and jaw pain, shoulder/chest/ arm pain, curvature of the spine and neck, shortness of breath, diarrhea, constipation, melasma on the forehead, loss of appetite, nausea and bloating, excessive burping after eating anything, hair loss and breaking, debilitating fatigue, thyroid tsh elevated to 27.5 from 2, weight gain, dehydration, muscle cramping / spasm / pain, severe anxiety with dissociation, suicidal thoughts, total loss of sex drive, vaginal dryness, dry itching eyes, dry mouth, blurry vision, puffy / swollen face, low blood pressure, seeing spots, numbness and tingling in hands / feet / limbs / lips, frequent urination, mucous in eyes [invalid], scalloped tongue, little to no sweat when exercising (before I became so fatigue that I can't work out). Headaches / migraines, sensitivity to light and sound, tingling up the back of my head, burning and stabbing pain inside breasts / lumpiness / change in shape. I was not informed that all of these complications could occur, and I asked my implanting surgeon if my thyroid function would be affected to which he said "no, the scar capsule protects the body from the implants". My implanting surgeon also dismissed my burning and shooting pain, and told me it was normal, and to take an advil. If I need to send my medical info in, I will, it is too much to type.